Manufacturer narrative:
Date of event: date are estimated. The devices were not returned for analysis. A review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. A cause for the reported patient effect of death could not be determined. Additionally, the reported patient effect of death is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment. Article title ¿interaction between renal function and percutaneous edge-to-edge mitral valve repair using mitraclip".

Event description:
This is filed to report death. It was reported through a research article identifying mitraclip devices that were related to the following outcomes: death. Specific patient information is documented as unknown. Details are listed in the attached article, titled, "interaction between renal function and percutaneous edge-to-edge mitral valve repair using mitraclip." No additional information was provided.